Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed several lld checks in diagnostic software and noticed the tips were almost rubbing on the front edge of the tubes. The fe adjusted the x-arm so that the tips would be more centered in the tubes. The fe performed all x-arm calibrations and several successful lld checks in diagnostic software to confirm proper operation. Repairs have returned this instrument to expected operation.